Event description:
Weak coag when using pulsar ii generator.

Manufacturer narrative:
(B)(4). Eval method and results: facility disposed of device. Device is not available for return and inspection. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.